Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. There was no harm to the patient, no intervention was required, and a repeat procedure was performed. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. No lubrication was used to facilitate placement of the capsule and the delivery system and capsule will be returned for investigation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. There was no harm to the patient, no intervention was required, and a repeat procedure was performed. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. No lubrication was used to facilitate placement of the capsule and the delivery system and capsule will be returned for investigation.

Manufacturer narrative:
Evaluation summary: this report is based on information provided by the complaint tracking system. A product sample was provided by customer to medtronic cs at (B)(4) site unit but was not provided to (B)(4) investigation team. Per tech support description there is no enough information to determine if product whether or not product meet spec. Since no sample arrived at (B)(4) for investigation, visual inspection cannot be performed. The customer reported they had a capsule which failed to attach. Per tech support description there is no enough information to determine if product whether failure has been confirmed or not.the investigation performed by tech support did not determine the cause of the reported issue. A review of the device history records indicated that this serial/lot number was released meeting all specifications as manufactured. If information is provided in the future, a supplemental report will be issued.